Event description:
It was reported while testing with bd phoenix¿ panels nmic/ID 94 there were unusual results with imipenem susceptibly testing with enterobacteriaceae and gram-negative organisms in general. There was no report of patient impact.

Manufacturer narrative:
Investigation summary: this complaint investigation is only applicable to ex-us panel formats. This complaint is for high mic imipenem results with various gram-negative organisms (including enterobacteriaceae) when using phoenix panel nmic/ID-431 (449040) batch 0105321. It is to be noted that the customer performed e-test and disk diffusion, and yielded a result of sensitive. Lab report results were provided by the customer, but no product returns or isolates were provided for investigation. To investigate, a total of (B)(4) retention panels of the complaint batch were tested on a phoenix 100 instrument. (B)(4)) panels were tested using an in house isolate of serratia marcescens 9448, where both panels yielded sensitive imipenem results with mic of 0.5. One (B)(4) panel was tested using an in house isolate of escherichia coli (13293), and the panel yielded sensitive results for imipenem and meropenem with mic of 0.5 and =0.5 respectively. Two (2) panels were tested using in house isolates of citrobacter koseri (19116 & 19117), where both panels yielded sensitive meropenem results with mic of =0.5. All panels yielded the expected results. This complaint is not confirmed. A review of quality notifications revealed no quality notifications generated on the complaint batch. A review of complaints revealed no additional complaints for this batch. Complaint trending was performed and no trends were identified associated with this defect.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device lot #: 0105321 was reported, however, this is not a lot# manufactured for this product. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported while testing with bd phoenix¿ panels nmic/ID 94 there were unusual results with imipenem susceptibly testing with enterobacteriaceae and gram-negative organisms in general. There was no report of patient impact.